Event description:
An incident occurred while performing a cerebral angiogram. Upon removal of the catheter a yellow translucent clot was noted on the end of the catheter and was within the sheath. Sometime after completion of the procedure thrombus was noted in the leg and an embolectomy was performed that evening.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.